Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes high kalium results occurred. Same sample was retested and result was the same. New sample taken and results were normal. The following information was provided by the initial reporter: (1 of 2 complaints). High kalium results. 14.10.2020, first kalium result was 9.0 mmol/l. Done again from same tube and the result was the same. They took a new sample and the result was 3,8 mmol/l. The patient were not in the hospital. And they were asked to come again to sampling when the first result was so high ( next day).

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes high kalium results occurred. Same sample was retested and result was the same. New sample taken and results were normal. The following information was provided by the initial reporter: (1 of 2 complaints) high kalium results (B)(6) 2020, first kalium result was 9.0 mmol/l. Done again from same tube and the result was the same. They took a new sample and the result was 3,8 mmol/l the patient were not in the hospital. And they were asked to come again to sampling when the first result was so high ( next day).

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation. Samples were evaluated for erroneous results after blood collection. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, erroneous results, because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results. Bd was not able to identify a root cause for the indicated failure mode.